Event description:
On 10/28/1998 a dentist called and reported a case of severe postoperative pain reaction after cementation of 16 crowns into one pt's mouth. He used ebs-multi priming and bonding agent and compolute luting cement, both devices are espe products.